Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer noted that pump had been charging in the bathroom while they showered. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 101 mg/dl.